Event description:
It was reported that during a da vinci-assisted surgical procedure, the wires are torn. At the time of this report, it is unknown how the procedure was completed and if the reported event had any impact on the patient.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the distal end. The complaint regarding torn wires was confirmed by failure analysis.